Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Additional information:additional information was received from the reporter. The intermittent response of the up arrow and down arrow keypad buttons had become worse. The ok button also had become intermittently unresponsive.

Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.